Event description:
It was reported by the patient's spouse that patient suffered cardiac arrest while on peritoneal dialysis treatment. Upon follow up with the patient's rn, the manufacturer learned the patient was on hemodialysis treatment at dialysis clinic on (B)(6) 2014. She had arrived at the hemodialysis center via stretcher. The patient denied any complaints. Upon initial assessment by the rn, there were no new findings or problems with the patient. The patient's hemodialysis treatment began at 3:15 pm without incident. The patient remained alert, with stable vital signs and denied complaints until 6:36 pm when she was found unresponsive and pulseless. The patient was given a 400 cc bolus of normal saline. Chest compression was started and ems was called. The dialysis clinic brought in an AED and the patient received one shock without success. She was taken into the ER and was in ICU. The rn reported the patient had another heart attack at 5:00 am and expired on (B)(6) 2014.

Manufacturer narrative:
Device review: the actual device involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event. Lot history reviews were conducted for the identified lots; no manufacturing non-conformances were identified and the lots met all finished goods release criteria. The system level review of the 2008t device and concomitant products found no indication that the products caused or contributed to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by fresenius products caused or contributed to her events of cardiopulmonary arrest and subsequent death. The patient had multiple severe comorbidities including recent prolonged hospitalizations, infections and major surgeries. All functional testing of the dialysis machine performed by the dialysis clinic passed inspection on (B)(4) 2014 post event. There was no information in the medical record regarding the event of patient's death. There was no autopsy report or death certificate received.